Event description:
Customer reported erroneous low platelet test results were obtained for one patient sample when using the coulter ac-t diff 2 analyzer. There were instrument generated messages with the test results. Erroneous test results were reported out of the laboratory. The original sample was not rerun. The patient was sent to the reference lab and redrawn, the redrawn sample recovered higher platelet results; the results were considered by the customer correct. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Controls are run once a day and were run before and after this incident within acceptable limits. The unit is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). The sample was collected in a 4 ml bd vacutainer tube. Additional information: the patient was transfused two units of blood due to the patient's condition and not related to the results obtained from the ac-t diff 2 analyzer. Field service engineer inspected the instrument. The latex gain and aperture voltage were okay. Startup function passed and the calibration factors were unchanged. The controls were recovered near the mean and reproducibility was very good. The instrument was functioning as expected. The dual diluent filters were replaced. All instrument's performance was verified. Root cause is unknown. There were instrument generated flags to alert the operator to further investigate the differential results. This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.